Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: the tibial plate has scratches on the rail perimeter and a few on the superior surface. The inferior surface still has pmma coating on it which indicates that there was not a bond between the tibial plate and the cement in these spots. There is damage to the stem at the point of attachment to the baseplate in the anterior region which looks like it came from a tool used to extract the baseplate. The taper plug has a scratch down one side which also looks like it was made by a tool during extraction. No x-rays, op notes or pt demographics were provided which could aid in the understanding of this issue. Without additional info, the exact cause cannot be conclusively determined at this time. Eval: device history records indicate all components were manufactured and inspected to specification. Dimensional readings are conforming to print specifications. No mfg abnormalities could be detected by either method.

Event description:
It was reported that pt underwent revision surgery due to tibial loosening.